Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on their insulin pump. It was reported that the customer also had issues with high blood glucose levels. It was reported that the customer had taken off pump at one point, and was on lantus, but their levels remained high. The customer's blood glucose level at the time of incident was reported to be 504mg/dl. It was reported that the customer has been treating with the pump and manual injections. The customer's current level was reported to be 198mg/dl. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.